Event description:
The customer the +21.5 diopter cc4204a single piece lens was trapped in the inserter and cut into pieces during insertion. There was no patient injury. The customer did not know the cause of the event and could not provide any further information.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - torn material; device damaged by another device; evaluation method: lens work order search. Results: a lens work order search was performed and revealed there were no similar complaints within the work order. Conclusion- (unable to confirm): based on the complaint history and work order search, we were unable to confirm this complaint. The product was not returned. (B)(4).